Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a dent on the front of the device case. The device did not pass initial electrical testing. The device case was removed and a visual inspection of the internal components noted that the ceramic body of the resistor array (ra) component exhibited multiple cracks. The internal damage was physically located under the dent in the front case. This internal damage was the reason the device did not pass electrical testing. Laboratory technicians concluded the damage to the device case occurred during the explant procedure. The device memory indicates that therapy was available while the device was implanted.